Event description:
The customer reported approximately one milliliter of blood and diluent leaked on top of sample tubes involving the coulter act 5diff autoloader (al). The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. The customer discontinued use of the instrument. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the rinse block and resolved the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the rinse block. A definitive root cause is unknown. (B)(4).